Event description:
It was reported that the customer was hospitalized for lbgs. It was indicated that the customer was connected to the pump while priming. In addition, the bolus history was incorrect and there was a manual prime performed prior to the event. The customer doesn't know what happened. It was stated that a replacement will be sent. The customer was educated on the proper technique while priming and rewinding the pump.